Manufacturer narrative:
(B)(4). Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that, the e360 ventilator had faulty oxygen (o2) sensor. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.